Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
User has used bd pen needle 320212 for many years with no problem. The pen needles in the last 2 boxes she received did not fasten properly on insulin pen, they kept spinning around pen needle after screwing on, something is according to her off with threading. This resulted in not being able to inject full dose, some of the insulin leaked out from pen needle. She had some needles left from another batch and they worked just fine.